Event description:
Hill-rom received a report from the account stating the scale was reading inaccurate weights. The bed was located in the bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested isolating the load beams. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.